Event description:
The customer reported that the ortho provue analyzer had left droplets of red fluid (red cells) on top of the foil of the mts monoclonal a/b/d and reverse grouping gel card.

Manufacturer narrative:
The customer reported that the ortho provue analyzer had left droplets of red fluid (red cells) on top of the foil of the mts monoclonal a/b/d and reverse grouping gel card. On 10/18/2005, an ocd field engineer (fe) arrived on-site and replaced the affected components. The customer ran qc and passed. This customer has not logged any similar complaints against this analyzer since the repair. Repairs have returned this analyzer to expected operation. Vacuum or pressure leak can cause over dispense or probe leak, a bent probe may cause probe leak including droplets to be left on top of the foils of the micro tubes. Probe drip can lead to either wash solution a or b dripping into a reagent vial. Dilution of the reagent or sample can compromise test reactions. Wash solution a is used to wash and rinse the inside of the probe. Wash solution b is used to wash the outside of the probe. Wash solution b contains a detergent, which could also have a lysing effect, destroying the red cells in a reagent product. Fluid on top of the gel card foil can also lead to carry over or cross contamination from micro tube to micro tube. Carry-over may cause cross contamination, which can lead to erroneous test results and possible transfusion of incompatible blood. If this issue were to recur and go undetected, possible erroneous results could occur.